Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure after the first screw-in, the doctor tried to screw-out to change the position site, but the screw-out could not be performed. The pacing lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.